Event description:
Boston scientific received information that during a routine check, it was noted that this right ventricular (rv) defibrillation lead exhibited a high shock impedance measurement. The shock impedance was checked again several times and measurements fluctuated between normal range and high out of range measurements. When the shock vector was reprogrammed, the shock impedance measurements were within range. Rv lead: 0155/(B)(4), (B)(4)-2012. During check, it was noticed shock impedance was >125ohms (rv-svc-can). Checked again several times, it was unstable as 97->125ohms. Shock vector was chenged to rv-can and impedance was 97-104ohms. Loose pin or effect of biomonitor was suspected. (B)(4)-2012, checked again. It was stable as 72-75ohms with rv-svc-can. Shock vector was changed. Rv-can, 92-96ohms. Svc-rv, 111-114ohms. The physician decided no loose pin.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.